Event description:
Caller reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, guiding the caller through the reset process. After the reset, the pump no longer displayed the cgm error, and the caller successfully started their sensor session.